Event description:
It was reported that an ilet device displayed a very low battery alert while on a charger out of the box, the charger light was solid, and the user was advised to try a different charger and allow time for the device to power on, which is consistent with a premature battery discharge involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and trainer as well as analysis of information provided by the user. Investigation of this case revealed an energy storage system problem associated with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.